Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), cholecystectomy ("gallbladder removal") and appendicectomy ("appendix removed") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included normal electroencephalogram and radiofrequency ablation. Concurrent conditions included vomiting, diarrhea, weakness, postoperative pain, perihepatic abscess, post-traumatic pain, pain ankle, loss of consciousness, numbness, tingling, paresthesia, bowel dysfunction, bladder dysfunction, knee pain, shortness of breath, post-traumatic pain, primary adrenal insufficiency, migraine, peptic ulcer disease, right upper quadrant pain, night sweats, chest pain, gastroesophageal reflux disease, seasonal affective disorder, borderline personality disorder, respiratory distress, cough, chronic venous insufficiency, varicose veins of lower extremities and gastritis. Concomitant products included medroxyprogesterone (depo provera) and oxymetazoline hydrochloride (nafrine). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), hirsutism ("hormonal change: hair thicker and darker"), acne ("acne"), anxiety ("psychological or psychiatric condition : anxiety"), depression ("depression"), allergy to metals ("rashes or skin conditions type: became more sensitive to different things like jewelry"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2011, the patient underwent cholecystectomy (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced cholecystectomy (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection") and cystitis ("bladder infection"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 5 years 7 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient underwent appendicectomy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), rash ("allergic or hypersensitivity reaction type: hypersensitive to a variety of items/break out in rashes from jewelry and buttons on jeans"), kidney infection ("kidney infection"), back pain ("lower back pain"), headache ("headache"), dermatitis contact ("rashes or skin conditions type: became more sensitive to different things like soaps") and hypersensitivity ("hypersensitive"). The patient was treated with surgery (hysterectomy,total laparoscopic hysterectomy and bilateral salpingectomy.), surgery and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, cholecystectomy, appendicectomy, weight increased, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, kidney infection, anxiety, depression, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, headache and hypersensitivity outcome was unknown, the abdominal pain and back pain had resolved and the hirsutism, acne, rash, allergy to metals and dermatitis contact was resolving. The reporter considered abdominal pain, acne, allergy to metals, anxiety, appendicectomy, back pain, cholecystectomy, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, hypersensitivity, kidney infection, menorrhagia, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device 3 coils are noted to be remaining into the intrauterine cavity. 8 coils remaining into the intrauterine cavity once it is deployed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. "Concerning the injuries related in this case the following were described in patient medical record:nausea, lower back pain , depressive disorder, anxiety, kidneys, headache, dysmenorrhea and menorrhagia, vaginal bleeding. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received, this case concerns (B)(6) year old patient, her demographic was added, her historical condition were added, lab data was added, essure indication was amended, concomitant medication added, following event: hormonal change: increased facial hair thicker and darker, acne, abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction: break out in rashes from jewelry and soaps, urinary tract infection, bladder and kidney infection, psychological or psychiatric condition : anxiety, skin sensitivity, nausea, dysmenorrhea (cramping), dyspareunia , vaginal discharge, fatigue, lower back pain, headache, gall bladder, appendix,allergic hypersensitivity, bladder infection, vaginal infection, did you undergo an essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.